Manufacturer narrative:
(B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2021. Post procedure, on the same day, the peg tube became obstructed. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.